Manufacturer narrative:
The reported device has been returned to conmed for evaluation, however the complaint investigation is on-going. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-7550-120, system 7550, was not getting argon gas flow, however, the hand piece activated on its own. Further information was received on may 6, 2019 from the conmed sales representative that stated the system 7550 was being used in a liver transplant, the probe (product # 130500) activated and burned the surgical drape. The procedure was completed as planned with the use of a competitor's argon generator. There was no patient or user injury or impact. There was a slight delay in the procedure to exchange out the generator. A complaint will be opened for the probe as it is a conmed product and will be reported as the concomitant device. This will be an initial filing as more investigation is necessary. This report is being filed on the basis of device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Complaint is confirmed. Evaluation of the device found the abc output connector assembly damaged and the front receptacle bar was broken in two out of three spots due to tight screws from the bottom. Additionally, the pm was overdue. Parts were replaced, the device repaired and calibrated, and pm performed; the device passed testing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The DHR found the device was initially tested and several issues were found; the issues were corrected, and the device approved for release. A two-year review of complaint history revealed there has been 1 complaint regarding 1 device for this device family and failure mode. During the same time frame 19 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .053. The IFU advises the user; that it is important that the instructions supplied with the equipment be read, understood and followed to ensure safe and effective use of the equipment. To always verify that argon gas is contained in the cylinder being connected. Additionally, the recommended service interval for this device is 12 months. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.